Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of the image problem occurred due to faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head displayed an error message (b30 scope communication error) when it was plugged in. Request for additional information is in progress. There was no report of patient involvement or harm.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event "error message when plugged in". A scope communication error (b30) was displayed on a black screen due to faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.